Event description:
It was reported that balloon rupture occurred. The target lesion was located in iliac vein. Two 16-4/5.8/75 xxl esophageal balloon catheters were advanced for post-dilatation. However, during initial inflation at 5 atmospheres for 10 seconds, both balloons were ruptured. The devices were completely removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.